Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had not been using her audio processor for more than 10 years, as she did not get the expected benefit with the device. In the beginning of 2014 the patient wished to use her implant again. The patient still hears the stimulation via the audio processor. However, in situ testing shows that the device has malfunctioned.